Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube micro w/microgard pst mtgn, the device experienced poor separator movement. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: gel doesn't separate the samples. Stays in the bottom and not in between plasma and erythrocyte/buffy coat. Samples sent to lab. After centrifugation they visually inspect and see that gel is still in the bottom of the tubes.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer notified bd that they were not spinning the tubes at the correct rcf. Please review the processing for the microtainer tubes. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the tube micro w/microgard pst mtgn, the device experienced poor separator movement. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: gel doesnt separate the samples. Stays in the bottom and not in between plasma and erytrocyte/buffy coat. Samples sent to lab. After centrifugation they visually inspect and see that gel is still in the bottom of the tubes.